Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that shock, edema, hematoma, swelling, and inflammation occurred, requiring intubation, imaging and prolonged hospitalization. During a mapping and pulse field ablation (pfa) procedure, a blazer ii xp temperature ablation catheter was selected for use, and the procedure was completed. After the procedure, the patient went into shock while in the intensive care unit, requiring intubation. A transthoracic echocardiogram was performed, and no cardiac complications were observed. A lesion was also reported where the radiofrequency ablation plate was attached. Other patient complications include edema, hematoma, swelling, and inflammation. The patient's hospitalization was extended due to the complications.